Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the shaft disengaged. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.